Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A crack is observed near the center of the optic. A nick is observed just next to the crack. A power and resolution inspection was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. Lens damage was observed. The root cause for the reported events could not be determined. A power and resolution inspection was conducted with acceptable results. The company, 18.0 diopter (add power +2.2/+3.2) lens was replaced with a company, 17.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision distance and near. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was unable to correct vision. Additional information was received stating in the surgeon's opinion, the product contributed to the event. They were trying to determine if there was any problem with the lens implant. They tried everything to optimize refraction/ocular surface/other reasons for poor vision including second opinion and aggressive ocular surface treatments. There was no patient harm and patient was not hospitalized as a result of this event.